Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation the monitor was unable complete baseline testing. Q701 on the ca board was shorted. The root cause for the shorted q701 was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).